Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, there was an issue with the sheath and dilator. During insertion into the groin, the dilator would not remain in the hub of the sheath. The physician attempted several times to advance the sheath with the dilator into the heart, but the sheath continually dislodged from the dilator hub. Upon removal, it wasobserved that although the dilator clicked into the hub, any applied force caused it to dislodge. The sheath and dilator were replaced, and the new sheath was successfully advanced. The case was completed with pulsed field ablation .no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012439111 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to contour sheath. Further inspection under microscope identified a dilator luer damage, which may cause the dilator to have difficulties locking with sheath. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.